Manufacturer narrative:
Correction: section h-6 - the health effect - impact code should have been "4628-device repositioning and 4610-inadequate/inappropriate treatment or diagnosis exposure" rather than "4629 - device revision or replacement and 4610-inadequate/inappropriate treatment or diagnosis exposure.".

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The physician revised the position of the lead to address the issue during the surgical intervention on (B)(6) 2023 . The lead was not explanted and no new lead was implanted.

Event description:
It was reported that the patient's lead had migrated. As a result, surgical intervention was undertaken on (B)(6) 2023 where in the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.